Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury or malfunctioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was treated for severe aortic stenosis (as) and had an ascending aorta aneurysm of over 5 centimeters at the time of treatment. The patient was too sick for surgery at time of treatment so the patient was treated with transcatheter aortic valve replacement (tavr) to improve ejection fraction and then return for explant with ascending aorta repair. There was no reported issue with the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unknown reason. Subsequently, a surgical tissue valve was implanted.